Event description:
I flow received a report stating, pump infused 40ml in 24 hours using a flow rate of 8ml/hour. The pump was filled with 400 ml, medication unk, flow rate 8ml/hr. No patient injury. I-flow has no independent knowledge of the event reported, but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the I-flow complaint database and identified as record (B)(6).

Manufacturer narrative:
The device history record was not reviewed. Sample evaluation: received one empty and used pump for evaluation and investigation. The pump was refilled with normal saline solution to the nominal fill volume of 400ml for testing. When the pinch clamp was opened, the pump infused. A flow rate accuracy test was performed and the pump infused within specification.